Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The operating room at the hospital, reported that "during a surgery, the surgeon could not introduce the guide into the nail."